Event description:
I had essure procedure as a tubal ligation in 2004 when I was (B)(6). My doctor was (B)(6). The procedure itself was relatively painless, as I was under anesthesia, with a short recovery time. However, shortly after the procedure (which I was talked into by my obgyn who told me very little about the procedure and who didn't tell me any risks involved), my body began to deteriorate. I've had a very bad adverse reaction to the implants. They cause immense pain and I do not doubt, one bit, that they have been the cause of my current ailments.